Event description:
The customer reported a fluid leak of approximately 5ml from the left side of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer reported that no error messages were generated at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/26/2015 and could not confirm evidence of a leak. The fse found a dirty white blood cell (wbc) aperture #2, which caused high wbc background counts. He cleaned the wbc aperture, which fixed the problem. The fse also found the probe wipe was not reaching the up position. He replaced and realigned the probe wipe assembly, which fixed the problem. The repairs were verified per established service procedures. (B)(4).